Manufacturer narrative:
The customer cancelled the service call. The field service engineer (fse) did not evaluate the device. Quality control (qc) data was reviewed and it was recovering within +/- 2 standard deviation (sd) prior to and on the date of the event. No definitive cause could be determined for this event. This is one of three separate MDR reports related to three pt events associated with a single malfunction report. Ref MDR#s: 2122870-2011-01777, 01778, 01883 for all event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2009 in regards to erroneously elevated accutni results generated on the access 2 immunoassay system for three pts. The pt samples were retested and the results recovered within the normal reference range. The initial erroneously elevated results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.